Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 215 mg/dl. After troubleshooting, it was found that battery cap was corroded. Customer was advised that battery cap would be replaced.